Event description:
It was reported by the customer that a rupture of a powerpicc 4 fr. Catheter was reported during use. The device had been implanted on (B)(6) 2025. During therapy, a pericatheter leak was observed approximately 2.5 cm from the insertion site, indicating catheter breakage. The PICC was secured using a statlock fixation device. At the time of the event, the patient was receiving chemotherapy with doxorubicin via the catheter. Upon detection of the leak, the catheter was removed and replaced. After removal, the catheter was visually inspected to confirm rupture. No harm to the patient or user has been reported, and no additional medical intervention or medication was required beyond catheter replacement. No further information has been provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause could not be determined. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation revealed biological residue on the catheter surface. The catheter was flushed with water using a 12 ml syringe and a leak was observed near the 5 cm depth marker. A microscopic observation revealed a longitudinally aligned split at the site of the observed leak. The fracture surfaces of this split were observed to be somewhat rough and the edges of the split were observed to be mostly clean and even. These findings suggest the catheter could have been damaged due to compression forces or possibly over-pressurization; however, the evidence observed on the returned sample was insufficient to concretely determine a root cause of the damage. This complaint will be recorded for future trending and monitoring purposes.